Manufacturer narrative:
(B)(4). Concomitant medical device: tprlc 133 t1 pps ho 17x154mm 4mm t1 item#51-104170 lot#6992243. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure of the left hip approximately three (3) days post implantation due to periprosthetic fracture after a fall two (2) days post implantation. The fracture was secured with a plate and cables, and the femoral head and stem were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at thistime.

Manufacturer narrative:
(B)(4). Upon review of this complaint from an investigation perspective, it is considered that the ceramic head within this complaint does not impact the reported event of patient bone fracture. The devices involved in the reported event have already been reported. See report number 0001825034-2022-01315. Given this information this medwatch will be voided.

Event description:
Upon review of this complaint from an investigation perspective, it is considered that the ceramic head within this complaint does not impact the reported event of patient bone fracture. The devices involved in the reported event have already been reported. See report number 0001825034-2022-01315. Given this information this medwatch will be voided.